Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was determined to be user related, due to the off-label left renal artery vent procedure in a short and angulated aortic neck. Unable to determine additional contributing factors due to a lack of relevant medical imaging studies. The final patient disposition was unknown, however, there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon final angiogram, a type ia endoleak was observed. Physician elected to implant a palmaz stent and perform angioplasty at the level of the sealing rings, but this did not resolve the endoleak. It was decided to conclude the procedure and perform an accelerated follow-up due to the patients contrast load and old age. As of the date of this report, there have been no additional patient sequelae reported.